Manufacturer narrative:
Product analysis summary: the cause of the reported left limb compression resulting in the buttock and left thigh claudication could not be determined from the pre-implant CT¿s returned. Images during implant were not available and post-implant films showing the reported limb compression were not provided, and the reported event could not be assessed. It is possible that implanting within the small caliber and significantly calcified distal aorta may have led to the compression of the left limb by the right limb. The acutely angulated and calcified lcia may have also contributed to flow restrictions down the left side. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that when the patient returned for follow-up four and a half months later that the patient complained of buttock and left thigh claudication. A CT was completed which revealed a compressed left limb etlw1613124e from pressure exerted by the right contralateral limb of the main body bifurcate stent graft. As per the physician the cause of the event is the right limb compressing the left limb. It was reported that the patient's ankle-br achial index (abi) reduced from 1.0 to 0.3 with the buttock and thigh claudication. No additional clinical sequalae were provided and the patient will be monitored.